Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient experienced a fistula at the access site between the artery and vein. Action taken to resolve the issue are unknown. The patient survived the procedure.

Manufacturer narrative:
A.5 ethnicity is unknown. The investigation into the reported issue has been completed. The impella device was not returned for evaluation. The cause of the fistula and its relation to impella were not determined since neither the product nor sufficient clinical information was provided. This report is being filed as part of a retrospective review of historical records.